Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high sensing integrity counter (sic) were noted on the right ventricular (rv) lead, and noise has been seen following a routine generator change out procedure. Oversensing on stored atrial tachycardia (at) / atrial fibrillation (af) episodes and atrial lead position check failure were also noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.